Event description:
The customer reported via phone call that the insulin pump alarmed button error and alarm could not be cleared. The customer was did not recall if the device had been exposed to moisture. Customer was asked to remove the battery from the insulin pump for 30 minutes and then reinsert the battery. Customer called back and stated that the button error alarm returned. Blood glucose value was 224 mg/dl. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had all buttons functioning properly. However, moisture damage was found on the keypad traces. No button error alarm during testing. Device was received with cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads, cracked case at the reservoir tube window corner and cracked reservoir tube window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.